Event description:
Boston scientific received information that the right atrial lead exhibited elevated threshold measurements prior to a device change out procedure for normal battery depletion. An x-ray was taken where the ra lead was dislodged into the superior vena cava. Subsequently the lead was explanted during the device change out procedure. No adverse pt effects were reported. The field representative indicated that the lead will likely not be returned as he believes it was discarded by the hospital staff. At this time, the product has not been returned. If additional information should become available to our company, this event would be updated. The date of device explant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.